Event description:
It was reported that the problem that he was having was that he ¿had a pinched nerve in his upper neck just a couple of inches away from where the probes were and it short circuited across there and his whole right shoulder took off like a wild animal. It was noted that this occurred ¿a little over a month ago.¿ it was noted that his shoulder had ¿reacted that way just by itself about 4 times over the past year.¿ it was noted that the doctors knew that it was going to happen but they did not know when. Additional information was requested but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 37743, serial# (B)(4), implanted: (B)(6) 2009, product type: programmer, patient; product ID 37752, serial# (B)(4), implanted: (B)(6) 2009, product type: recharger; product ID 3777-75, serial# (B)(4), implanted: (B)(6) 2009, product type: lead; product ID 3777-75, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. (B)(4).